Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the transapical procedure itself, patient factors (advanced age, heparinization) likely contributed to the blood leakage around the asc+ sheath and subsequent blood transfusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transapical tavr procedure, an ascendra+ introducer sheath was inserted via the left ventricular apex in the ¿standard¿ manner. Balloon aortic valvuloplasty (bav) was performed. The blood pressure (bp) dropped when the balloon catheter crossed the annulus. The balloon catheter was pulled back and re-inserted after the bp recovered. During bav, the balloon slipped down to the left ventricle (lv). Although the annulus was not fully dilated, bav was not repeated. A 26mm sapien xt valve and ascendra+ (asc+) delivery system were immediately advanced due to unstable hemodynamics. During valve deployment, the valve moved to the lv side. The physician attempted to push the valve up to the intended position, but had difficulty since the valve was partially expanded. Since the rapid ventricular pacing (rvp) run was longer than usual, no further attempts to reposition the valve were made. The valve landed 40:60 aortic/ventricular (a/v) and the non-coronary cusp (ncc) and 50:50 a/v at the left coronary cusp (lcc). The total rvp run time was 50 seconds. Post valve deployment, the bp remained low. Diluted bosmin (adrenaline) was administered and chest compressions were performed. Despite the absence of pericardial effusion, cardiac hypokinesis was observed on echocardiography. Blood loss of more than 800ml, from blood leakage at the access site after the sheath insertion, was also reported. Two units or more of red cell concentrates were administered. No injury, including cardiac muscle tear, occurred. While preparing for percutaneous cardiopulmonary support (pcps), the bp gradually increased. Patency of the left coronary artery was confirmed. Although the valve position was low at the ncc, proper leaflet motion, with trivial paravalvular leak (pvl) was confirmed. No ¿bailout¿, including a valve in valve, was necessary. The hemodynamics were stable, but complete atrioventricular (av) block developed. By the end of the procedure, the complete av block improved to a lower degree av block. The patient was transferred in stable condition with the temporary pacer in place. No other actions were reported for the av block. The native annular diameter measured 21.7mm by tte and 20.7mm x 31.1mm by CT with a valve area of 503mm2. Severe aortic arch and descending aorta calcification and no aortic root calcification was reported. The stj measured 24.7mm x 27.4mm and the sinus of valsalva (sov) measured 38.7mm x 31.9mm x 34.3mm. Per medical opinion, the procedural hypotension was due to the long pacing run. The complete av block was due to the low valve position on the ncc side. The access site leakage and blood loss was not considered to be ¿abnormal bleeding¿ and was determined to be a ¿normal¿ part of a transapical procedure. The bav catheter, asc+ sheath and asc+ delivery system were discarded at the facility following the procedure. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.